Event description:
It was reported that the ventilator failed pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test and pressure transducer test during pre-use check (puc). Identification of issue has been done by analyzing problem description, service report and device logs. Based on provided information, the issue was solved by replacing pull magnet incl. Bracket. No part was returned to the factory for analysis. The root cause for the reported problem has not been determined.